Manufacturer narrative:
The date of this incident was requested on 06/02/10, 06/09/10, and 06/15/10 from the account and as of the date of this report, it has not been provided. On 06/02/10, 06/09/10 and 06/14/10, the manufacturer requested the device from the account, and as of the date of this report, the device has not been returned. According to information provided by the risk manager at the account, there is no indication that the device malfunctioned. This report will be updated when the device is returned and the manufacturer's investigation is completed.

Event description:
It was reported by the account that while the surgeon was using the stryker sabo saw to perform a revision open heart surgery, there was a laceration of one of the patient's ventricles. It was also reported that the surgeon was unable to repair the laceration, and unable to put the patient on bypass. The patient reportedly died as a result of the laceration and the inability to be placed on bypass.